Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital of (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the drive manifold, performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine inspection and prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed "automatic inflation failure". There was no patient involvement, and no adverse event reported.